Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels; no exact bg values were provided. Customer alleged the pump was not working properly. Bg levels were addressed by correcting via the pump.